Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator was not working. The housing was broken and the pieces were missing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the external pulse generator was not working. The housing was broken and the pieces were missing. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was not working, however it did confirm the customer comment that the housing was broken and pieces missing, both the upper and lower cases were broken and one bail and one bail cover were missing. Analysis also found that the battery release was contaminated, one bail cover was broken, the ring cover was broken and contaminated, one case screw was missing, the battery contacts were compressed, the ring was bent, the battery drawer was broken and the keyboard was scratched. (B)(4).